Event description:
At 2020 on (B)(6) 2011, pt was on bedside commode. At 2040, two nurses got pt back into bed and went to raise the head of the bed. The side rail caught on the IV pole pushing the IV pole up and out of its mounting, (the poles attached to the wall) tipping it over onto the pt and hit his head. The IV pole was caught before all of its weight landed on the pt. Pt had a scratch on his forehead and right eyebrow. The scratches bled for a moment and then stopped. Pt was oriented and vital signs stable. The physician was notified at 2100, no new orders received. Ice was applied to the forehead and pt remained oriented and stable. At approx 01:30 on (B)(6) 2011, there was evidence of neurological changes, initially, increased urine output. The pt was taken to CT where the CT showed a cerebral hemorrhage. At that time, it was determined that surgical intervention was not an option, and the family was notified.